Manufacturer narrative:
(B)(4) despite efforts, additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon presentation for normal follow up the patient with this implantable cardioverter defibrillator (ICD) complained of feeling unwell for several days. The physician requested boston scientific technical services (ts) review data on the remote patient monitoring system. Review of available data revealed intermittent right atrial (ra) lead capture with significant fluctuations in pace impedance measurements and high pacing thresholds. Instances of either retrograde or late atrial depolarization were observed as a result of the noted intermittent capture. High out-of-range right ventricular (rv) lead shock impedance measurements were also observed. Ts suggested evaluating the patient's ra lead for dislodgement or a connection issue for both leads. No adverse patient effects were reported. This system remains in service.